Event description:
It was reported that during the procedure, the balloon would not inflate to deploy the stent. When trying to remove the balloon, the stent moved to the coronary trunk, finally, the stent was pushed to the proximal end of the anterior descending; however, dilatation of the balloon was not possible. The patient underwent CABG to revascularize the vessel and remove the stent. No other information was available.